Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.